Manufacturer narrative:
Additional information was received that the device had a shadowed area inside the screen. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not pass volume check; it read too high at ¿20.8¿. The product fault occurred during operation check. There was no patient involvement and no patient harm.